Manufacturer narrative:
Batch review performed on (B)(6) 2016. Lot 120382: (B)(4) items manufactured and released on 18 may 2012. Expiration date: 2017-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On (B)(6) 2016 it was prepared a final report with the information submitted in this initial report: due to the lack of pieces and x-rays it is not possible perform any further investigation. On the same date the report was sent to the initial reporter and the case was closed. Not available.

Event description:
The patient came in due to knee laxity. The surgeon revised the sphere insert from a size 6 - 12mm to a size 6 - 17mm. The surgery was completed successfully. X-rays and explants are not available.